Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Event description:
The customer reported to baxter (B)(4) regarding the interlink injection site in which the connection between the injection site and the threaded lock cannula became loose during set-up. It is unknown in which care area this event occurred. There is no patient involvement and no patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually and functionally tested and the reported condition was not confirmed. A thread interface functional test was conducted on the returned sample with a (B)(4) thread lock cannula and no defect was observed. A batch review could not be performed as the lot number is unknown. No assignable root cause could be determined. This is a product not distributed in the us and does not have a 510 number